Event description:
This case was initially received via regulatory authority mhra - medicines and healthcare products regulatory agency (reference number: (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), splenomegaly ("suffered with enlarged spleen"), endometrial thickening ("thick endometrium and growths"), gallbladder enlargement ("thick gall bladder wall"), headache ("headaches"), menorrhagia ("severe periods and blood loss"), weight increased ("weight gain"), back pain ("back pain"), pain in extremity ("leg pain") and pyrexia ("temperatures") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), splenomegaly (seriousness criterion medically significant), endometrial thickening (seriousness criterion medically significant), gallbladder enlargement (seriousness criterion medically significant), headache (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), weight increased (seriousness criterion medically significant), back pain (seriousness criterion medically significant), pain in extremity (seriousness criterion medically significant) and pyrexia (seriousness criterion medically significant). The patient was treated with surgery (emergency referral for essure removal). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, splenomegaly, endometrial thickening, gallbladder enlargement, headache, menorrhagia, weight increased, back pain, pain in extremity and pyrexia outcome was unknown. The reporter provided no causality assessment for back pain, endometrial thickening, gallbladder enlargement, headache, menorrhagia, pain in extremity, pelvic pain, pyrexia, splenomegaly and weight increased with essure. The reporter commented: the professionals are stumped and they agree that the single last thing it could be is essure, and had an emergency referral for removal. Diagnostic results: she has had extensive testing for everything including cancers and diseases. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: pelvic pain: n¿ 6366 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 06-nov-2017. The most recent information was received on 15-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), splenomegaly ("suffered with enlarged spleen"), endometrial thickening ("thick endometrium and growths"), gallbladder enlargement ("thick gall bladder wall"), headache ("headaches"), menorrhagia ("severe periods and blood loss"), weight increased ("weight gain"), back pain ("back pain"), pain in extremity ("leg pain") and pyrexia ("temperatures") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), splenomegaly (seriousness criterion medically significant), endometrial thickening (seriousness criterion medically significant), gallbladder enlargement (seriousness criterion medically significant), headache (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), weight increased (seriousness criterion medically significant), back pain (seriousness criterion medically significant), pain in extremity (seriousness criterion medically significant) and pyrexia (seriousness criterion medically significant). The patient was treated with surgery (emergency referral for essure removal). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, splenomegaly, endometrial thickening, gallbladder enlargement, headache, menorrhagia, weight increased, back pain, pain in extremity and pyrexia outcome was unknown. The reporter provided no causality assessment for back pain, endometrial thickening, gallbladder enlargement, headache, menorrhagia, pain in extremity, pelvic pain, pyrexia, splenomegaly and weight increased with essure. The reporter commented: the professionals are stumped and they agree that the single last thing it could be is essure, and had an emergency referral for removal. The patient was having a biopsy done due to the pet scan results. She stated that she was a picture of health before essure insertion. Diagnostic results: she has had extensive testing for everything including cancers and diseases. Pet scan: hotspots for cancer in womb and ovaries. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 15-jan- 2018 for the following meddra pt: pelvic pain: (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 15-jan-2018: pet scan results provided. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.